Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown location"), pelvic pain ("severe pelvic pain/pain intermittent to constant and mild to severe at times") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection and hernia repair. Previously administered products included for an unreported indication: enal (B)(6) from 2010 to (B)(6) 2018, ibuprofen in 2010, vicodin in 2010 and iud in 2009. Concurrent conditions included lower abdominal pain, vaginal discharge abnormality, bacterial vaginosis, abdominal adhesions, anemia, abdominal pain, breast pain, chlamydial infection, frequency urinary, vaginitis, urinary tract infection, acne, benign essential hypertension, chronic rhinitis, fibromyalgia, chest wall pain, joint pain and lightheadedness. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal (vaginal) bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia and vaginal infection outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received - new event 'dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal infection, migration of essure device location of device: unknown location' were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location'), pelvic pain ('severe pelvic pain / pain intermittent to constant and mild to severe at times') and genital haemorrhage ('abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection, hernia repair, ovarian cyst (right), weight loss and multigravida. Previously administered products included for an unreported indication: enalapril from january 2010 to 6-jun-2019, ibuprofen from april 2010 to may 2010, vicodin from april 2010 to may 2010 and iud in april 2009. Concurrent conditions included lower abdominal pain, vaginal discharge abnormality, bacterial vaginosis, abdominal adhesions, anemia, abdominal pain, breast pain, chlamydial infection, frequency urinary, vaginitis, urinary tract infection, acne, benign essential hypertension, chronic rhinitis, fibromyalgia, chest wall pain, joint pain and lightheadedness. Concomitant products included enalapril, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and intrauterine contraceptive device (iud nos). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal (vaginal) bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"), 8 months 25 days after insertion of essure. In january 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2017, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date ??-jan-2011 . She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on 16-jul-2010: he right essure insert is in satisfactory position with the right tube occluded. The left insert is not within the tube with patency of the tube noted.; on 22-feb-2011: unilateral occlusion (right tube occluded); on 01-apr-2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received : events added - abdominal pain. Events onset date, events severity and concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection, hernia repair, ovarian cyst (right), weight loss and multigravida. Previously administered products included for an unreported indication: enalapril from (B)(6) 2010 to (B)(6) 2020, ibuprofen from (B)(6) 2010, vicodin from (B)(6) 2010 and iud in (B)(6) 2009. Concurrent conditions included lower abdominal pain, vaginal discharge abnormality, bacterial vaginosis, abdominal adhesions, anemia, abdominal pain, breast pain, chlamydial infection, frequency urinary, vaginitis, urinary tract infection, acne, benign essential hypertension, chronic rhinitis, fibromyalgia, chest wall pain, joint pain and lightheadedness. Concomitant products included enalapril, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and intrauterine contraceptive device (iud nos). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal (vaginal) bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"), 8 months 25 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain / pain intermittent to constant and mild to severe at times"), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), cystitis ("bladder/urinary problems") and bladder disorder ("bladder problem"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal infection, abdominal pain, urinary tract disorder, cystitis and bladder disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011 . She is currently planning for essure removal. She has been treated for pain , migration and bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: he right essure insert is in satisfactory position with the right tube occluded. The left insert is not within the tube with patency of the tube noted.; on (B)(6) 2011: unilateral occlusion (right tube occluded); on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: even "urinary/bladder problems " was added. Seriousness criteria (medically significant) of event genital hemorrhage and pelvic pain was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection, hernia repair, ovarian cyst (right), weight loss and multigravida. Previously administered products included for an unreported indication: enalapril from (B)(6) 2010 to (B)(6) 2020, ibuprofen from (B)(6) 2010, vicodin from (B)(6) 2010 and iud in (B)(6) 2009. Concurrent conditions included lower abdominal pain, vaginal discharge abnormality, bacterial vaginosis, abdominal adhesions, anemia, abdominal pain, breast pain, chlamydial infection, frequency urinary, vaginitis, urinary tract infection, acne, benign essential hypertension, chronic rhinitis, fibromyalgia, chest wall pain, joint pain and lightheadedness. Concomitant products included enalapril, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and intrauterine contraceptive device (iud nos). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal (vaginal) bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"), 8 months 25 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain / pain intermittent to constant and mild to severe at times"), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problem"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, vaginal infection, abdominal pain, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011 . She is currently planning for essure removal. She has been treated for pain , migration and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: he right essure insert is in satisfactory position with the right tube occluded. The left insert is not within the tube with patency of the tube noted.; on (B)(6) 2011: unilateral occlusion (right tube occluded); on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.